Event description:
According to the available information it was additionally reported that the thread has broken on the dynamic side near the mesh while positioning the dynamic anchor while stretching the mesh but not pulling (dynamic: suture to mesh break: suture break). The failure resulted in a procedure delay but was successfully completed with another altis. According to the available information the connection between the mesh and the thread broke when the mesh was attached to the introducer needle. No harm was caused to the patient.

Event description:
According to the available information the connection between the mesh and the thread broke when the mesh was attached to the introducer needle. No harm was caused to the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.